Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected high out of range shock impedances measuring 205 ohms. Technical services (ts) discussed troubleshooting options and suggested considering an x-ray. Also, ts recommended to see if the patient had a fall, accident, or change in condition. At this time, the system remains in service. No adverse patient effects were reported.